Event description:
It was reported that when using the bd pyxis¿ es server user informed that removal messages for some medications were not being transmitted to electronic health record system. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the interface from the server side and did not identify any issues impacting message transmission. The customer later confirmed that the issue was resolved and was determined to be on the ehr side. The system functioned as intended after the technical support specialist investigated the device.